Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 28-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that during a normal implantable neurostimulator replacement, electrode 5 showed out of range impedances. It was noted that post-operative programming would be avoiding electrode 5; however, no further actions or interventions were taken to resolve the out of range impedance. There were no patient symptoms or complications reported.